Event description:
It was reported to philips the device battery was replaced but the device was not charging it. The device was reported to be in use, however, no direct adverse event to the patient or user was reported.